Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the procedure started without any complications, when the surgeon started to cut through the dome the instrument was rotated and discovered that the cable was pulled out of the pulley. Another pch was solicited. Ended procedure with no complications. The procedure was completed with no reported injury.